Event description:
Information was received indicating that a smiths medical cadd-legacy one ambulatory infusion pump displayed a "clamp disconnected" error message when the patient switched cassettes. It was reported that the patient was using a backup pump with no issues and that the pump with issue would be replaced. It was reported that the medication, remodulin 126ng/kg/min, was administered continuously via intravenous therapy. No adverse patient effects were reported.

Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found to be in good condition with scratched screen. Event history log review was performed and found no evidence of reported problem. During investigation a cassette was attached to the device and ran with no issues. The investigation could not duplicate the customer reported problem of "no disposable" alarms. Service recalibrate the pump upstream sensor and replace the pump downstream sensor as preventive measure.